Event description:
It was reported that the procedure was to treat a lesion located in the circumflex/marginal which had multiple irregularities. After pre-dilatation was performed, the stent delivery system was advanced into the introducer where it became stuck, which lead to bent stent struts. Another vision was used to complete the procedure with success. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Returned device analysis revealed balloon material peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported bent stent struts were confirmed. Additionally, balloon material peeling and a flared tip were observed. This damage likely resulted from interaction with the introducer sheath during the attempt to advance. The reported difficulty to position could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.